Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 5f mynxgrip vascular closure device (vcd) came directly out of the patient after retraction of the device. It is believed that the balloon popped on pullback. The device was not deployed. Hemostasis was achieved by manual compression of thirty minutes. There was no reported patient injury. The mynx vcd was prepped according to instructions for use (IFU). The balloon lost pressure on the pullback; it is unsure which stop caused the balloon to deflate. There was no visible damage to the distal end of the 5f non-cordis sheath after removal. A fluoroscopy image was captured of the balloon fully inflated in body. The femoral artery¿s suitability verified on angiography or venography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. The mynx vcd was used in diagnostic procedure with a retrograde approach. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile ¿mynxgrip f5 vascular closure device¿ was received for product analysis. Visual inspection of the returned device showed that the shuttle was engaged to the black handle with the stopcock closed. The sealant sleeve was in the manufactured position. The syringe was attached to the device. The distal section of the catheter was inserted into one unknown non-cordis catheter sheath introducer (csi). The unit was withdrawn from the unknown csi, observing that the balloon is not inflated. The device was blood-saturated. No other outstanding details were observed. Due to the saline solution saturation in the balloon, the unit was cleaned using an ultrasonic machine. Then, per functional analysis, an inflation/deflation test was performed on the returned device to ensure the balloon¿s functionality according to the IFU. The results revealed a leak in the balloon caused by a pin hole. Per microscopic analysis, the balloon was inspected using a vision system to obtain a magnified image. The leakage condition was confirmed. The product history record (phr) review of lot f2229809 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the pin hole found could not be conclusively determined during analysis. Based on the information available for review and product analysis, access site vessel characteristics (balloon lost pressure on the pullback although there was no presence of calcium at the puncture site) and/or concomitant device factors most likely contributed to the reported event since this type of pin hole is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). According to the IFU, which is not intended as a mitigation, ¿the safety and effectiveness of mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. There is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, the IFU instructs users to discard the device if the balloon does not maintain pressure. Neither the phr review, nor the product analysis suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) came directly out of the patient after retraction of the device. It is believed balloon to have popped on pulback. Device was not deployed. A fluoroscopy image was captured of the balloon fully inflated in body. Hemostasis was achieved by manual compression of thirty minutes. There was no reported patient injury. The mynx vcd was prepped according to instructions for use (IFU). The balloon lost pressure on the pullback. Not sure which stop caused the balloon to deflate. There was no visible damage to the distal end of the 5f non-cordis sheath after removal. The femoral artery¿s suitability verified on angiography or venography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The mynx vcd was used in diagnostic procedure with a retrograde approach. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2229809 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.